Event description:
During induction of labor, a cervical ripening balloon catheter was being positioned. During this positioning the patient complained that something was poking her. The catheter was removed, revealing that the stylet had penetrated the end cap on the catheter and was extending out beyond the end of the catheter. This is the second time that a stylet penetration of this product's end cap has been experienced at this facility within a month. Manufacturer response for cervical ripening balloon catheter, (brand not provided) (per site reporter). The manufacturer indicated an intent to investigate the occurrence including an assessment of the catheter involved in the incident.